Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
Received information that alleged screen will not turn on and that the pump is completely unresponsive.